Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that slow drain alarms were received during treatment prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed that treatment was completed on the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycle remained with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that slow drain alarms were received during treatment prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed that treatment was completed on the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycle remained with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. The mushroom head check passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that slow drain alarms were received during treatment prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the patient confirmed that treatment was completed on the cycler on the night of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycle remained with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: this submission of the MDR report was created in error.